Event description:
Patient's ot ultra meter would only prompt error 2 message. They stated that this occurred for one week. They stated they are on a set amount of oral medications. During that week, they were unable to test their blood sugar and they "felt high" (thirsty). They called the paramedics, when they arrived, they tested their blood sugar and their reading was 324 mg/dl. They did not treat pt on the way to the hospital. At the hospital they tested pt with the hospital's meter and obtained a reading of 269 mg/dl. They were treated with IV fluids and insulin. Pt was released when their blood sugar was stable. The issue with the meter was not resolved. The meter has been replaced.